Event description:
Vanishpoint syringe packaging should contain explicit instructions to leave the needle in the pt until the plunger is fully depressed and the needle retracts. Otherwise, 0.1 cc remains in the syringe barrel resulting in under-dosing of the medication. For influenza vaccines, for example, this results in a 20 percent under-dosing.